Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is giving a watchdog error and is boot looping. The bme reported there is a blank windows screen that comes up with the watchdog clock error and a progress bar showing initialization after the application fails to open. This cns monitors bedside monitors and there are no other cns/rns that view these monitors. Bme reported this is in the neonatal intensive care unit (nicu) department. No patient harm was reported. Nihon kohden technician did troubleshooting with bme to try to catch the cns between boot cycles and shut down the pc using windows. After bme powered it on again, it got a little further but, in the end, it did not get all the way to the application, so bme powered it off again through windows. This time it did not even make it into the application before it gave a "your pc ran into an error and needs to restart" and rebooted. Nk (B)(6) had bme power it off through windows, take out the drive in hdd1 and put back the drive for hdd2 in port 2, then power the cns up but it still gives the same error and loops. Bme reported that he had a consignment unit, so bme put that in-unit place of this one to continue monitoring patients. Bme will send their unit into nihon kohden for repair. There was patient involvement, but no injuries reported. Nihon kohden repair center nkrc) received the device on (B)(6) 2024, and inspection of the returned unit confirmed the reported complaint. The unit booted up and got stuck in windows application with a message, " your pc ran into problem and needs to restart.", then it kept rebooting. Nkrc reports possible malfunction parts is hard disc drives malfunctioned, hdds are more than two years old, recommended to customer to replace the hard drives. Nkrc received customer approval and replaced with two new hdds with sw version -(B)(6) and configured it as a (B)(4)-bed system. Nkrc initialized the system, calibrated the touch screen of both monitors and checked communication with bedside monitor and full disclosure. The unit was tested per operator's/service manual and passed 24 hours of extended testing and operates to manufacturer's specifications. The unit was shipped back to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: 0(B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: mm/dd/yyyy unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: mm/dd/yyyy unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: mm/dd/yyyy unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: mm/dd/yyyy unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: mm/dd/yyyy unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: mm/dd/yyyy unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: mm/dd/yyyy unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: mm/dd/yyyy unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) bedside monitors (bsm): model #: bsm-6301a serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is giving a watchdog error and is boot looping. The bme reported there is a blank windows screen that comes up with the watchdog clock error and a progress bar showing initialization after the application fails to open. This cns monitors bedside monitors and there are no other cns/rns that view these monitors. Bme reported this is in the neonatal intensive care unit (nicu) department. No patient harm was reported. Bme reported that he had a consignment unit, so bme put that in place of this one to continue monitoring patients. Bme will send their unit into nihon kohden for repair. There was patient involvement, but no injuries reported.

Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that the central nurse's station (cns) is giving a watchdog error and is boot looping. The bme reported there is a blank windows screen that comes up with the watchdog clock error and a progress bar showing initialization after the application fails to open. This cns monitors bedside monitors and there are no other cns/rns that view these monitors. Bme reported this is in the neonatal intensive care unit (nicu) department. No patient harm was reported. Root cause investigation: evaluation of the returned device was able to duplicate the reported issue. The unit entered a boot looping cycle during the evaluation. Nk repair center identified that the hdds needed to be replaced. The hdds were over 2 years old. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/ interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. A trend search was performed for the pu-681ra, serial ID (B)(6) and there were no previous tickets for this type of complaint. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H11: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is giving a watchdog error and is boot looping. The bme reported there is a blank windows screen that comes up with the watchdog clock error and a progress bar showing initialization after the application fails to open. This cns monitors bedside monitors and there are no other cns/rns that view these monitors. Bme reported this is in the neonatal intensive care unit (nicu) department. No patient harm was reported. Bme reported that he had a consignment unit, so bme put that in place of this one to continue monitoring patients. Bme will send their unit into nihon kohden for repair. There was patient involvement, but no injuries reported.